Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the top slide fired automatically. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that both bumpers were bent within the device housing. Therefore, the investigation is confirmed for cannula self-activation and cannula failure to prime. The bent bumpers are the most likely root cause of the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the biopsy procedure, the device allegedly could not be primed. There was no reported patient injury.